Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a battery out limit alarm. The customer's blood glucose was unknown. She also stated her keypad was unresponsive. She had pressed esc to clear the alarm, but the button was unresponsive. The customer stated she was perspiring on the insulin pump prior to the keypad issue occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with unresponsive down arrow button due to corroded keypad traces. Unable to verify battery out limit alarms due to button keypad anomaly. No traces of moisture were noted at electronic or motor assembly per visual inspection. Insulin pump received with cracked case at display window corners and minor scratches on lcd window.